Event description:
It was reported that the threads peeling off of the shaft of a cannulated screw during surgery. It was reported that the surgeon was performing a patella open reduction internal fixation procedure and after stabilizing the fracture, the screw threads peeled off as the surgeon was inserting the screw. The threads of the screw remain in the patient. The surgeon took out the damaged screw and replaced it with another. There was a two to three minute delay in surgery. The procedure completed successfully with no harm to patient. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient identifier provided: (B)(6). Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided.